Event description:
Healthcare professional reported approximately two months after injections to the marionettes with juvederm voluma with lidocaine, patient developed "hard swelling", pruritus, and erythema at the injection sites. Patient was treated with solupred and "dermacorticosteroids".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "hard edema", pruritus, and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.